Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient indicated a urinary tract infection and although there was no allegation against the product.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿materials of construction are not biocompatible¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for use: preparing for catheterization: 1. Open kit and remove contents. 2. The gloves are not necessary to maintain aseptic conditions during the procedure. The gloves are for the operator's protection. Male/female catheterization: 1. Remove cap from insertion tip while squeezing tabs. Save cap for closing the bag. 2. Slide the catheter halfway into the insertion tip. 3. Male - prepare the male urethral meatus and the surrounding area with povidone-iodine swabs provided. Female - prepare the female urethral meatus by holding the outer labia apart and prep the urethral meatus and surrounding area with povidone iodine swabs provided. 4. Male - holding the penis, advance the insertion tip into the urethra no further than the flange base. Female - spread the inner labia, advance the insertion tip into the urethra no further than the flange base. Release the inner labia. 5. Place your nondominant hand on the finger control guide to stabilize catheter in urethra. With your dominant hand, grasp catheter through bag approximately 1" below the finger control guide and push catheter into urethra. The catheter should be introduced by short, repetitive pushing motions. Repeat motions until catheter reaches bladder and urine starts to flow. 6. Allow urine to flow freely, making certain the catheter guide is elevated at least 4" above lower portion of the bag. Allow flow until bladder is empty or until bag is filled. Precaution: it is recommended that the collection bag be held. The catheter could possibly separate from the collection bag when urine increases weight of the bag. 7. Withdraw the catheter from the urethra. Remove the remaining portion of the catheter from the collection bag by pulling it through the insertion tip. Note: the catheter is designed to pass through the insertion tip. 8. The filled collection bag may be closed by replacing the cap over the insertion tip. Make sure the cap snaps on securely." The device was not returned

Event description:
It was reported that the patient indicated a urinary tract infection and although there was no allegation against the product. Historically, the patient was provided with the 4a5042 (intermittent catheter). As per sample received on 23mar20201, the 4a5042 tless plus unisx catheter was not returned, instead the customer returned bardia urethral red rubber catheters with material number 802410 and batch number ngex4975.